Event description:
It was reported that the pulse generator exhibited backup vvi mode while still in the box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the device was in backup operation. This was likely due to a discrepant integrated circuit.